Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the needle was detached from the suture easily during interrupted suturing. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2019. Investigation summary: it was reported needle pull off. An empty opened foil, a labeled winding former with a detached needle inserted in a yellow sponge and a dispensed suture of product code z493, lot # md6944 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the needle pull off is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.